Event description:
It was reported that the insertion of the iab was difficult. Before pumping began, clinicians aspirated central lumen. During aspiration, air came back through the central lumen. Clinicians felt iab was compromised and exchanged the catheter. There were no reported pt complications.